Manufacturer narrative:
(B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right hip procedure, the tip of the retractor fractured off into the patient in the right anterior medial proximal femur below the neck cut. A c-arm x-ray machine brought into the room, multiple attempts were made to retrieve the broken piece of the instrument. After an hour, the surgeon was not able to secure the item and began to close the surgical site. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h4, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.